Event description:
It was reported that during the pulmonary vein isolation with farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during device preparation, industry representative was attempting to coach the nurse prepping the faradrive sheath. When inserting the dilator, the nurse was instructed to wet the outside of the dilator and ensure the tip of the dilator was carefully inserted straight into the hemostatic valve so the valve was not damaged. The nurse placed the dilator perpendicular to the valve however not directly on the valve lumen the nurse pushed the dilator into the faradrive sheath. As the valve visually appeared okay, the sl1 was exchanged for the faradrive sheath, however when aspirated, air entered the system and it appeared to come from the hemostatic valve. The faradrive sheath was exchanged for a new faradrive sheath. Procedure was prolonged by 7 minutes accounting for the preparation and exchange of the new sheath. No patient complications have been reported. The product is expected to be returned. It was further reported that the guidewire was pulled back to flush with tip of the catheter. Pressure bag was used for the irrigation of sheath. The bubbles were observed at the side port (flush like) and in the aspiration syringe. No other issue has been reported.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation with farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during device preparation, industry representative was attempting to coach the nurse prepping the faradrive sheath. When inserting the dilator, the nurse was instructed to wet the outside of the dilator and ensure the tip of the dilator was carefully inserted straight into the hemostatic valve so the valve was not damaged. The nurse placed the dilator perpendicular to the valve however not directly on the valve lumen the nurse pushed the dilator into the faradrive sheath. As the valve visually appeared okay, the sl1 was exchanged for the faradrive sheath, however when aspirated, air entered the system and it appeared to come from the hemostatic valve. The faradrive sheath was exchanged for a new faradrive sheath. Procedure was prolonged by 7 minutes accounting for the preparation and exchange of the new sheath. No patient complications have been reported. The product is expected to be returned. It was further reported that the guidewire was pulled back to flush with tip of the catheter. Pressure bag was used for the irrigation of sheath. The bubbles were observed at the side port (flush like) and in the aspiration syringe. No other issue has been reported.

Manufacturer narrative:
Additional information added to b5: describe event or problem the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation with farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during device preparation, industry representative was attempting to coach the nurse prepping the faradrive sheath. When inserting the dilator, the nurse was instructed to wet the outside of the dilator and ensure the tip of the dilator was carefully inserted straight into the hemostatic valve so the valve was not damaged. The nurse placed the dilator perpendicular to the valve however not directly on the valve lumen the nurse pushed the dilator into the faradrive sheath. As the valve visually appeared okay, the sl1 was exchanged for the faradrive sheath, however when aspirated, air entered the system and it appeared to come from the hemostatic valve. The faradrive sheath was exchanged for a new faradrive sheath. Procedure was prolonged by 7 minutes accounting for the preparation and exchange of the new sheath. No patient complications have been reported. The product is expected to be returned.